Event description:
It was reported that during a superion indirect decompression system implant procedure, the spindle cap broke. The entire spacer was removed and a new spacer was successfully implanted. The patient is doing well postoperatively.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The spindle and actuator shaft were found outside of the main body. There was damage to the actuator shaft screw and abrasion on the mating surface of the shaft. Engineers assessed that he detachment of the spindle cap was due to excessive force and that the damage indicates that the failure was likely due to deployment against resistance and/or manipulation fo the position of the device by gear shifting the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the spindle cap broke. The entire spacer was removed and a new spacer was successfully implanted. The patient is doing well postoperatively.